Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction was required. Please disregard the statement it was determined that the loss of connection was related to the mobile application that was in the initial submission.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. The reported allegation was not found or confirmed. The probable cause could not be determined. No additional event or patient information is available.